Event description:
Patient had a successful implantation of ans neurostim spinal cord stimulator (scs) ~3 years ago. This scs was noted to have a failure after 2 years of implantation. Patient returned to surgery recently for replacement of scs generator.